Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, it is likely that a black image appeared due to a wrong cable connection point. A definitive root cause of the reported issue could not be determined. The instructions for use states the prevention methods associated with the event: use the device constituting ¿cv-190¿ in an appropriate connection configuration as well as an operating environment. Use of ¿cv-190¿ in an inappropriate connection configuration as well as in an inappropriate use environment may lead to malfunction and/or data loss. Three attempts were performed to obtain additional information, but no response was received from the customer.  Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a black image. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer went through the troubleshooting process and it was found that the video cable from the cv-190 was plugged into the monitor and to the output. The customer changed the cable from output to the input, and the image came back up. The issue was resolved, and the device is not expected to be returned. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.